Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided the customer allegation was not confirmed. Therefore, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had a damaged tip. The issue occurred during reprocessing. There were no reports of patients¿ harm.